Event description:
It was reported that when the clinician was in the room at 8:30 am the ventilator was working properly. When the clinician returned at 9:30 am, the ventilator was in standby mode but no one admits setting the ventilator to the standby mode. Therefore their assumption is that the ventilator did it by itself. According to the hospital, the patient died during the time when the ventilator was in the standby mode. (B)(4).

Manufacturer narrative:
No service was performed and no parts were replaced. Therefore the investigation consists of an evaluation of the ventilator logs and information that was received. The event log contains a ventilation start and a standby, which corresponds to the reported event and time. The log shows that the standby was preceded by the pressing of the start/standby key by the user. There are no technical error codes in the technical log indicating no ventilator malfunction. Our conclusion in the matter is that the ventilator did not set itself to a standby mode. There was no ventilator malfunction during the time of the incident. The hospital has completed their internal investigation and agrees with our conclusion that the ventilator was manually placed in standby mode by human interaction.

Event description:
Importer ref. #: (B)(4).